Manufacturer narrative:
Customer reported issues with the insulin pump. Customer states that she didn't get the first reading. There is a difference between the sensor and the blood glucose. The blood glucose reading is 204 mg/dl. Nothing further reported.

Event description:
Customer reported issues with the insulin pump. Customer states that she didn't get the first reading. There is a difference between the sensor and the blood glucose. The blood glucose reading is 204 mg/dl. Nothing further reported.